Event description:
During a kit inspection it was noted that het sleek handle rod holder had a problem. Additional info: in 2008, additional info was obtained from the sales rep. The rep reported that the screw in the mechanism that holds the rod together popped off and was missing. This was noted after the cleaning process during inspection. There was no surgical involvement. The malfunction has been associated with an adverse event.

Manufacturer narrative:
There was no patient involvement. Identified during a kit inspection. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.